Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had weakness of right limb for about 6 months. The patient accepted bone graft fusion internal fixation on (B)(6) 2014. There was no anomaly during procedure. On (B)(6) 2015 the patient returned to hospital for check. The report indicated that one screw was broken. Now the patient has no discomforts. The revision surgery won't be performed. The lot number of device is unknown and it can? It be returned because it still implanted.